Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic, noting that they hadn't felt well for the prior couple of weeks. The pacemaker was unable to be interrogated with radiofrequency telemetry nor with inductive telemetry. The device was determined to be in backup mode, and was then explanted and replaced. The patient was in stable condition throughout.